Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced no alleged device deficiency. The customer reported blood glucose value of 600 mg/dl. The customer reported hyperglycemia, hyperglycemia treated with IV insulin drip (intravenous insulin infusion), ems/ambulance/ER visit. Customer reported the following led up to the event: the customer thinks the pump was not delivering insulin document treatment for high bg: had to go to urgent care and ER. The event involved product(s) mmt-399a, mmt-332a, mmt-1715kl. Customer was using the insulin pump system within 48 hours of the reported event. Customer reported high bgs. Customer has been using the insulin pump system within 48hrs of reported high bg event. Customer declined to continue with troubleshooting. No further patient complications were reported. No product return is required for mmt-399a. No product return is required for mmt-332a. Mmt-1715kl was requested and customer response was the device will be returned.

Manufacturer narrative:
Customer returned pump for an alleged possible under delivery anomaly, visit to emergency room and was hospitalized for high bgs/dka found on (B)(6) 2024. On (B)(4), svn#: (B)(4) - customer returned pump for an alleged high bgs and battery cap contact missing/damaged found on (B)(6) 2024. On (B)(4), svn#: (B)(4) - customer returned pump for an alleged low bgs found on (B)(6) 2023. On (B)(4), svn#: (B)(4) - customer returned pump for an alleged visit to emergency room and was hospitalized for high bgs/dka found on (B)(6) 2023. On (B)(4), svn#: (B)(4) - customer returned pump for an alleged blank display and battery cap contact missing/damaged found on (B)(6) 2022. Unable to confirm battery cap contact missing/damaged due to pump received without the original battery cap. A test battery cap locks securely into place. The pump powered up properly after battery installation. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08745 inches. The pump was monitored for several hours, and no blank display noted. Successfully downloaded pump traces and history file using thus. Successfully uploaded pump to carelink. In further full review of the pump history/traces on the event date of 20-aug-2023, there is no unexpected alarms/suspends. Please see below for the daily total of basal/bolus and all insulin delivered on the event date of (B)(6) 2023 listed on smartsolve. Dailytotalcollectionstarttime = (B)(6) 2023 00:00:00.000. Dailytotalofallinsulindelivered = 25.225. Dailytotalofbasalinsulindelivered = 11.225. Dailytotalofbolusinsulindelivered = 14. Please see below for pump error(s)/alarm(s) noted 1 week prior to the event date 20-aug-2023 in the formatted history file. Insert battery alarm was found on: (B)(6)2023 02:19:29.000. Low battery alert was found on: (B)(6)2023 16:40:00.000. Replace battery alert was found on: (B)(6)2023 02:11:00.000. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Insert battery alarm was expected since the battery was removed from the pump. Earliest power data available per the power management tool/detail trace file is on (B)(6) 2024 12:23:59 pm. There was no power data available for the date of (B)(6) 2023 and (B)(6) 2023. Unable to check power data for low battery alert and replace battery alert. No unexpected low battery alert and replace battery alert noted. Please see below for the date range listed in the formatted history file. The formatted history file lists data from (B)(6) 2022 to (B)(6) 2024. There was no data available to verify unexpected pump error(s)/alarm(s) 1 week prior to the event date 02-aug-2022 in the formatted history file. In further full review of the pump history/traces on the (primary) event date of 14-mar-2024, there is no unexpected alarms/suspends. Please see below for the daily total of basal/bolus and all insulin delivered on the (primary) event date of 14-mar-2024 listed on smartsolve. Dailytotalcollectionstarttime = (B)(6) 2024 00:00:00.000. Dailytotalofallinsulindelivered = 24.6. Dailytotalofbasalinsulindelivered = 13.9. Dailytotalofbolusinsulindelivered = 10.7. (B)(6) 2024 05:32:01.000 normalbolusdelivered. Bolusprogrammingmethod = bolus wizard. Normalbolusamountprogrammed = 1.6 bolusamountdelivered = 1.6 (B)(6) 2024 06:27:02.000 normalbolusdelivered bolusprogrammingmethod = bolus wizard normalbolusamountprogrammed = 0.5 bolusamountdelivered = 0.5 (B)(6)/2024 06:31:12.000 normalbolusdelivered bolusprogrammingmethod = bolus wizard normalbolusamountprogrammed = 0.2 bolusamountdelivered = 0.2 (B)(6)2024 09:10:05.000 normalbolusdelivered bolusprogrammingmethod = bolus wizard normalbolusamountprogrammed = 3.9 bolusamountdelivered = 3.9 (B)(6)2024 17:41:02.000 normalbolusdelivered bolusprogrammingmethod = bolus wizard normalbolusamountprogrammed = 4.5 bolusamountdelivered = 4.5 the pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. No under delivery anomaly or over delivery anomaly noted during testing. Please see below for pump error(s)/alarm(s) noted 1 week prior to the (primary) event date 14-mar-2024 in the formatted history file. No delivery alarm/insulin flow blocked alarm was found on: (B)(6) 2024 07:02:00.000 alarmalertnotification faultnumber = no delivery (7) during basal delivery. (B)(6) 2024 07:04:01.000 alarmalertnotification faultnumber = no delivery (7) during basal delivery. (B)(6) 2024 07:12:00.000 alarmalertnotification faultnumber = no delivery (7) during basal delivery. (B)(6) 2024 07:14:21.000 alarmalertnotification faultnumber = no delivery (7) during basal delivery. (B)(6) 2024 21:27:50.000 alarmalertnotification faultnumber = no delivery (7) during bolus delivery. (B)(6) 2024 22:13:46.000 alarmalertnotification faultnumber = no delivery (7) during bolus delivery. (B)(6) 2024 22:17:12.000 alarmalertnotification faultnumber = no delivery (7) during bolus delivery. (B)(6) 2024 22:17:50.000 alarmalertnotification faultnumber = no delivery (7) during bolus delivery. (B)(6) 2024 22:18:45.000 alarmalertnotification faultnumber = no delivery (7) during bolus delivery. (B)(6) 2024 22:20:32.000 alarmalertnotification faultnumber = no delivery (7) during bolus delivery. (B)(6) 2024 22:22:46.000 alarmalertnotification faultnumber = no delivery (7) during basal delivery. No unexpected no delivery alarm/insulin flow blocked alarm noted during testing. Pump was cut open to perform visual inspection and it was verified that the battery tube power connector is properly connected to j7/pcb1. No evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. The pump was received without a battery cap installed. The pump was received without a battery installed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked battery tube threads, a scratched case and a cracked case-corner of belt clip rails near the battery tube compartment. Unable to confirm battery cap contact missing/damaged due to pump received without the original battery cap. Battery cap contact missing/damaged was unknown. Blank display was not confirmed. The pump passed all the required testing. Unable to verify customer alleged for low bgs/high bgs/dka. Customer alleged for possible under delivery anomaly was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.